Event description:
It was reported that 2 guide wire fractured during surgery, each of them on the screw threads when the surgeon was drilling with cannulated drill 02.00024.117. It was further reported that both fragments were left in the pt's bone.

Manufacturer narrative:
The MFR did not yet receive explanted devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific clinical event cannot be ascertained from the info provided. However, there is no indication for a product failure. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).